Manufacturer narrative:
A imp,tsv,4.1,13,mtx,mg (tsvt4b13) was returned for investigation. Visual evaluation of the as returned products identified that only the outer boxes and inner vial was returned. Vial is missing implants. The device is not indicated to have been used in patients. The reported event could not be recreated due to the nature of the event (packaging malfunction). The customer has not provided additional pictures of the product. Therefore, the exact details of the device condition as received by the customer is unknown. DHR review was completed for the subject lot number (1228020). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of the package inspection confirmed that all inspected packaging contained the correct quantity and type of part. Complaint history review was performed for the reported lot number (1228020) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (missing components) or product (tsvt4b13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
Additional information confirmed another implant was placed to complete the procedure. No serious injury was reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that doctor received an implant (tsvt4b13) vial that was empty. No serious injury has been yet reported associated to this event.